Event description:
Procedure type: lap appendectomy. Patient: child. According to the reporter: the harmonic ace got stuck during surgery in our trocar. They have been using this for years and this has never happened before. Two minutes of added time to the case, loss and no patient injury. Opened a new trocar and a new harmonic ace. No patient injury was reported.

Manufacturer narrative:
(B) (4).